Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized due to hypoglycemia. The blood glucose reading reported was 30 mg/dl. Troubleshooting was performed and it was found that the customer was not disconnected during priming on the day prior to the event. It was also found that the customer had taken more than 145 units of insulin on the day of the event, despite only checking her blood glucose reading two times. The customer's mother was unsure of why the customer had taken so much insulin. The customer's mother was advised that additional training would be arranged for the customer. Nothing further was reported.